Manufacturer narrative:
The unit functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test. The unit had a minor scratched display window, a broken reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a crack on the reservoir compartment. The customer dropped the device. The customer's most recent blood glucose level was 427 mg/dl. The customer treated with the insulin pump. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.